Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 in order to treat sui, rectocele and gapping introitus and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that patient experienced pelvic prolapse, cystocele rectocele and sui, underwent mesh revision on (B)(6) 2011 . It was reported that patient underwent mesh removal/revision on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4)